Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. Following pre-dilatation with an emerge balloon, a 3.00x28mm synergy stent was advanced to treat the lesion. However, resistance was encountered and the device could not be advanced despite several attempts. When the device was removed, it was noted that the distal part of the stent got lifted. The procedure was completed with only dilatation using a balloon. There were no patient complications nor injuries were reported.